Event description:
It was reported that the patient felt sore and swollen around the implant area. A lead revision was performed because it was determined that the lead had "moved" at the time of implant. The lead was repositioned and remains in use. Further attempts to gain additional information regarding if it was the atrial or ventricle lead that moved was unsuccessful. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.